Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis varic system. During a clinical procedure, it was reported that the system froze and no exposure was possible. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware defect. During investigation, a defect was found in the pc m450 p/n 10144790. The pc was exchanged and there was no loss of images or information. After replacement of the affected pc, the system works as specified. The manufacturer is not considering further actions based on this nonsystematic event.